Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Checkpoint driver broke, unknown when.

Event description:
Checkpoint driver broke, unknown when.

Manufacturer narrative:
Reported event: customer reported that the checkpoint driver broke. Device evaluation and results: device evaluation was not performed and the universal driver, assembly event was not confirmed. Device history review: review of the device history records indicate 200 devices were manufactured and accepted into final stock by 02-05-2016 with no reported discrepancies. Complaint history review: -based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the universal driver assembly. There has been two other events for the referenced lot number. Prs # (B)(4) - were found to be from the same lot as the part in this complaint. The parts from prs # (B)(4) displayed the same failure. Conclusions: no product inspection could be completed due to the part not being returned. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. The device was not returned for evaluation.